Event description:
It was reported that technical services (ts) was contacted for a consult review of recent latitude reports. During the review, ts noticed false pacemaker mediated tachycardia (pmt) episodes due to atrial or sinus driven rhythms. Ts noted the device appeared to be functioning as programmed. The device and leads remain in service. No adverse patient effects were reported. Additional information was received indicating the device accelerated the patient's rhythm with a delivered appropriate shock for ventricular fibrillation (vf). The second shock failed to convert the patient's vf, but the third shock converted. Episodes of pmt were also recorded on the device. No additional adverse patient effects were reported.